Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
The patient underwent a right knee revision to address infection, flexion contracture, stiffness, arthrofibrosis, and instability. The surgeon noted osteolysis involving the femur, tibia, and patella. All components were removed and replaced with an antibiotic spacer. The surgeon performed an irrigation and debridement. It was also indicated the patient would be on PICC line IV antibiotics following revision. The surgeon noted in the indication for surgery section of the revision operative note of implant loosening, however, there was no mention of loosening within the revision operative procedure notes. Competitor cement was used during the primary operation. There were no indicated intra-operative complications. Doi: (B)(6) 2018, dor: (B)(6) 2020, right knee.